Event description:
It was reported that during implant a right atrial (ra) lead was attempted but not used because the physician believed it was damaged while trying to get past a stenosis. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).